Event description:
The patient was treated with antibiotics for an infection, which was a result of implant surgery. The patient's infection has reportedly cleared.

Manufacturer narrative:
The system remains implanted in the patient and will not be retuned for evaluation.